Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("device broke during the placement process / the metallic guide wire broke during rotation") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. 623151) inserted. Other product or product use issues identified: device difficult to use "insertion of another insert was difficult" on (B)(6) 2007. The patient's concurrent conditions included salpingitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation, entry of FDA codes, expiration date, MFR date and addition of ptc global number reference: unable to confirm complaint. Company causality problem: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.